Event description:
Initial result for a patient glucose was 33 mg/dl. When repeated, the result was 99 mg/dl. The incorrect result was not used to guide therapy. The field service representative found that the rinse mechanism was incorrectly positioned. Repaired the instrument by adjusting the rinse mechanism.